Event description:
It was reported that the tip of this right atrial (ra) lead separated from the lead body during a lead extraction. This lead was being extracted due to the physician's preference to remove the whole system as a non-bsc lead had failed. The tip of the lead remains in the atrium. A new system was implanted successfully. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.

Event description:
It was reported that the tip of this right atrial (ra) lead separated from the lead body during a lead extraction. This lead was being extracted due to the physician's preference to remove the whole system as a non-bsc lead had failed. The tip of the lead remains in the atrium. A new system was implanted successfully. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.